Manufacturer narrative:
On (B)(6) 2019, mentor became aware of additional information indicating the patient had also experienced a rupture on the right side post-operatively. On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2019, mentor completed evaluation of the device. Device evaluation summary: during evaluation of the sample a crease was observed on the posterior aspect. Within the crease, a tear was noted in the posterior and extending to the anterior aspect, measuring approximately 14.6 cm. No other anomalies were observed. The second product received is a concomitant device, no further analysis is required. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the crease/fold was created due to the stress cause by the capsular contracture which resulting in a tear at a later date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, baker grade 4. Concomitant medical products: mentor memorygel breast implant 525cc, catalog# 3505251bc, serial# (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor memorygel breast implant 525cc and experienced capsular contracture, baker grade 4 on the right side post-operatively, which was confirmed by a physician. As a result, the patient would undergo explantation on (B)(6) 2019.